Event description:
Related manufacturer report number 3006705815-2022-00230. It was reported that the patient experienced a "bump" on their back where the trial leads were implanted. It was found that the patient had a subcutaneous infection around the leads. In turn, surgical intervention was undertaken wherein the leads were explanted.

Event description:
Additional information revealed that the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.